Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 17-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-sep-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2019 / serial #: (B)(4), UDI #: (B)(4), device available for eval: no. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 29-sep-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching and beeping despite previous lubrication servicing. It was also reported that six batteries had a communication error and that four of the six batteries also exhibited critical battery alarms despite being charged. Power source re-lubrication was performed on the batteries. The controller was exchanged. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the controller display did not show the battery charge indicator bars.

Manufacturer narrative:
Product event summary: the controller ((B)(4) ) and eight (8) batteries ((B)(4) ) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) , and a premature switching event due to a momentary disconnection involving (B)(4) . Log file analysis revealed momentary disconnections that did not lead to premature power switching events involving (B)(4) . Momentary disconnections will result in an audible tone. Additionally, analysis of the alarm log files revealed several critical battery alarms due to communication errors involving (B)(4) . Data log files revealed several instances involving (B)(4) where the batteries' relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. A power source lubrication procedure was performed for (B)(4) on 22-jul-2019, and for (B)(4) on 21-mar-2019. (B)(4) were lubricated again on 21-nov-2019. As a result, the reported power switching with beeps, critical battery alarms and communication errors were confirmed. However, the reported display error could not be confirmed. While the products were not available for physical analysis, the most likely root cause of the reported premature power switching event after lubrication can be attributed to communication errors and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins. The most likely root cause of the reported ¿beeps¿ can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries were exchanged.